Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 oct 2020.

Event description:
The customer reported blower temperature too high. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test.